Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced shaking and the spouse transported the patient to the emergency department. The cgm was reading 297 mg/dl and the blood glucose reading was 439 mg/dl. The patient was admitted for 2 days, treated with an unremembered IV to lower down her blood glucose level, and recovered after treatment. There was no documentation of further medical intervention. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.